Manufacturer narrative:
Concomitant medical products: product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 3708120, serial# (B)(4), implanted: (B)(6) 2013, product type: extension. Product ID: 97791, lot# n372401, implanted: (B)(6) 2013, product type: accessory. Product ID: 37746, serial# (B)(4), product type: programmer, patient. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. Product ID: 3776-45, serial# (B)(4), implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
It was originally reported that the doctor noted that he may not have buried the lead/extension connection deep enough. The patient was getting good therapy. It was reported a couple weeks later that the case date was (B)(6) 2014. The doctor surgically exposed the extension, undermined the tissue in the existing pocket and buried the extension deeper. No trouble shooting occurred. The cause was soft tissue migration. The patient was receiving effective therapy post revision.

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported that programming adjustments were needed to increase the stimulation area and increase the amplitude. The patient was 4 feet 10 inches and 100 pounds, and due to her anatomy scar tissue would build up and push "stuff out." The patient's leads and implantable neurostimulator (ins) had had to be placed deeper since implant. The connector that was in the middle of her back from the battery to the leads was very sore. The patient was advised to consult with a healthcare provider (hcp). No outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow-up report will be sent.